Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. Based on the results of the investigation, the phenomenon, ¿no intermittent operation¿, was reproduced and it was confirmed to have occurred due to a cable failure. It was noted that the damage was likely caused by handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the control body was cracked. The label was faded. The coupler was broken. The cable color was different from boots and tapping stick on charge-coupled device were apparent of third party repair. Unable to perform leak test due to crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd autoclavable camera head had no image. The issue was found during preparation for use. There were no reports of patient involvement.